Event description:
It was reported that this right ventricular (rv) lead was surgically abandoned due to high capture threshold. A new lead was successfully implanted. No additional adverse patient effects were reported. Subsequently, additional information was received indicating the cause of high capture threshold was patient's condition. No additional information was provided.

Event description:
It was reported that this right ventricular (rv) lead was surgically abandoned due to high capture threshold. A new lead was successfully implanted. No additional adverse patient effects were reported.